Event description:
It was reported that a powered wheelchair sped up unintentionally causing the user to hit her patella, arm, foot, and right side of her body. The user had bruising and "unsettled blood" in her left arm. The user sought medical attention. No additional information is available.

Manufacturer narrative:
.